Event description:
It was reported that the right ventricular lead impedance rose from about 600 ohms to around 1000 ohms, which tripped the 1000 ohm limit. There was a slight threshold rise. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) there were four patient alerts for out of tolerance subthreshold lead impedance between (B)(6) 2010 and (B)(6) 2011. The weekly pace lead impedance trend data shows an initial abrupt increase then a gradual increase for min and max rv pace equal to 424 to 1072 ohms peak between (B)(6) 2010 and (B)(6) 2011.